Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye with no issues noted; however, when the sample was examined under the microscope, particulate matter was identified. No pm was found inside the syringes; however, two red pms were found within the dried reconstituted gelatin inside the blue bowl. After confirming the presence of the pms, the blue bowl with the dried gelatin was sent to an outside contract lab for pm identification. According the pm report, four (4) different types of pms identified: ¿ dark red particle (polyester resin/ calcium carbonate/ clay) ¿ light red particle (silicone rubber) ¿ black particle (degraded organic/ amorphous carbon) ¿ metal flake (stainless steel/ sodium chloride). The reported condition was verified. The cause of the reported issue was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside the syringe of floseal hemostatic matrix. This issue was discovered before use. There was no patient involvement. No additional information is available.